Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Upon review of new information, it was noted that this product was not used during the surgery. Therefore, there is no serious injury related to this product.

Event description:
It was reported that a patient underwent a surgical procedure on the knee on an unknown date and suture was used. Following the procedure, the wound appeared flushed. The points in which the suture passed seemed like craters. The wound was infected and antibiotic therapy was necessary. Additional information was requested.